Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve frame damage was confirmed based on provided imagery. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''the valve was correctly aligned on the balloon. But, when advancing along the aortic arch, the system blocked at some point and some resistance was felt. The aortic root was mildly calcified'', ''it was decided to advance slowly by applying slight push force and, the system passed across the obstacle. It was then noticed, that there was a valve strut bent outwards at the distal end''. Per training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification''. Additionally, as reported the patient's anatomy had presence of calcification and tortuosity the presence of calcification and tortuosity can create challenging pathway during delivery system advancement, leading to resistance. In this case, high push force was likely used when advancing the delivery system with valve through the calcified access vessel, the crimped valve likely interacted with the bulky calcification and could lead to the bent strut observed. As such, available information suggests that patient factors (calcification and tortuosity) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
H3: remains implanted.

Event description:
Edwards received notification from our affiliate in france. As reported, this was an implant case of a 23mm sapien 3 ultra in aortic position by transfemoral approach. When advancing along the aortic arch, the delivery system was blocked at some point and some resistance was felt. The aortic root was mildly calcified but not bulky which could be an obstacle to the system. It was decided to advance slowly by applying slight push force and, the system passed across the obstacle. It was then noticed, that there was a valve strut bent outwards at the distal end. The valve was slowly advanced and deployed at the intended position. No withdrawal difficulties were found. There were no consequences for the patient. As per medical opinion, the root cause of the event might be that the valve had blocked in a bulky calcification at the arch level, and when pushing the valve strut bent.